Manufacturer narrative:
The reported events were dislodgment and loss of capture capture. As received, a complete lead was returned in two portions for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of loss of capture was not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the left ventricle (lv) lead. Diagnostic imaging was performed and dislodgment of the lv lead associated was observed. A revision procedure was performed and the lv lead was explanted to resolve the event. The dislodgment was suspected to be due to twiddler's syndrome. The patient was in stable condition.